Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events on (B)(6) 2024. Infusion set was in use for 1 day. The blood glucose level was reported 356 mg/dl. No further information available.